Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced after one day due to non-capture. No additional adverse patient effects were reported. Product return was requested.